Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not administer insulin properly and the customer stopped using the pump for insulin therapy. No additional information was provided. No follow up from tandem technical support is expected by the customer.